Event description:
A report was received that a pt is experiencing pain at the insertion site of the leads. The pt reported that the pain started after being implanted. The pt went to the ER multiple times and was prescribed darvocet. The physician reports that the incision pain was not caused by the device. The pt's stimulation is covering her chronic pain.

Manufacturer narrative:
This is the final report.